Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate or verify the reported non-critical issue when proper use of the device was followed. Stryker was able to duplicate the issue when the inappropriate hose and cuff were used. When the appropriate sized hose and cuff were used, multiple non-invasive blood pressure (nibp) readings were obtained. Stryker educated the customer on the proper use of the device for taking nibp measurements. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker performed a clinical review of the reported event: the work order indicates that education was needed regarding appropriate cuff sizing, placement and tightness. According to the operating instructions (oi), ¿care should be taken to assess the patient at all times, do not rely solely on the nibp monitor.¿ also, in the nibp troubleshooting guide in the oi, in problems listed as nibp failed and nibp time out, the recommended course of action of persisted error message is ¿use another method to measure the patient¿s blood pressure,¿ such as a manual blood pressure. It was reported that the patient had internal bleeding. Referencing the oi, ¿as with any noninvasive oscillometric blood pressure monitor, clinical conditions can affect the accuracy of the measurements obtained, including the following: the patient¿s physiological condition. For example, shock may result in a blood pressure waveform that has a low amplitude, making it difficult for the monitor to accurately determine the systolic and diastolic pressures.¿ based on this information, stryker determined that device use may have contributed to the patient¿s reported outcome related to use error.

Event description:
The customer contacted stryker to report a non-critical issue with their device. The customer advised they were unable to obtain a non-invasive blood pressure (nibp) reading. The customer alleged that the patient expired as a result of a delay in obtaining the nibp reading. Later, the customer found that the patient had internal bleeding.

Event description:
The customer contacted stryker to report a non-critical issue with their device. The customer advised they were unable to obtain a non-invasive blood pressure (nibp) reading. The customer alleged that the patient expired as a result of a delay in obtaining the nibp reading. Later, the customer found that the patient had internal bleeding.

Manufacturer narrative:
Another clinical review was performed and determined that the device use did not contribute to the patient outcome.